Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant close door message. There was no pt involvement.

Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the "constant close door message." The device was operating out of specification. Eval found a loose link screw, which contributed to the reported symptom. The link screws were replaced to correct this condition.